Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-1923bc serial/batch number (B)(6) was received for evaluation. Functional testing was not performed as the device was broken when received. Visual inspection revealed that the inner shaft tip was bent. The reported failure anchor was not received for evaluation. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The outer shaft outside diameter was measured by drawing c6878 at revision 6 ø 062 ± .001, resulting in 0.062. The shaft is in tolerance by the drawing specifications. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion. According to direction for use. Dfu-0087-eor3_fmt_en. G. Precautions. 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 5. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body. 8. Self-punching pushlock and swivelock suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic shoulder surgery the anchor broke. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.